Event description:
It was reported that 4-5 weeks post-op from a tvt procedure the pt returned for re-closure of the vaginal incision to correct poor initial healing. On examination, the vaginal mucosa had healed but the surgeon could palpate "frayed edges" of the mesh. There are no other pt consequences reported.